Event description:
The patient was identified as patient # 2. The patient was (B)(6). Duration implanted was 10 months before being explanted for infection. Their lab culture showed (B)(6). They were treated with a first generation (B)(6) and then switched to third generation.

Event description:
The following article was received for review. Vagal nerve stimulation for refractory epilepsy: the surgical procedure and complications in 100 implantations by a single medical center: by gilad horowitz, moran amit, itzhak fried, miri y. Neufeld, liad sharf, uri kramer, and dan m. Fliss. The article discusses the implantation and outcomes of 100 vns patients. Information reports that a vns patient had their generator explanted for infection. The patient had medical treatment following the discovery of their infection but did not resolve with conservative measures. Attempts for further information have been made and no further information attained.

Manufacturer narrative:
Omitted information on initial MDR.

Manufacturer narrative:
Citation: vagal nerve stimulation for refractory epilepsy: the surgical procedure and complications in 100 implantations by a single medical center. By gilad horowitz, moran amit, itzhak fried, miri y. Neufeld, liad sharf, uri kramer, and dan m. Fliss. Eur arch otorhinolaryngol springer- verlag 2012.